Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases and lead flex cover were broken and contaminated, the battery release, battery release o-ring and battery drawer were contaminated, the bails, bail covers and ring were missing, the ring cover and atrial output connector were broken and the battery contacts were compressed. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.